Event description:
The patient was on the transplant list. The patient was admitted to the clinic because of asystole. The ICD delivered anti-bradycardia pacing. The patient died despite resuscitation. The ICD does not document any vf at the time of death. The device was explanted without deactivation. In the process shock deliveries between the connected lead and the ICD housing occurred.